Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the device was checkedand working properly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia. It was further reported that the right atrial (ra) lead exhibited intermittent under-sensing and the implantable pulse generator (ipg) exhibited a malfunction. The ra lead and ipg remain in use. No further patient complications have been reported as a result of this event.